Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a atrial fibrillation procedure, rl ECG became disconnected. After establishing connection, ECG was possible but when rlecg was connected, it was not possible to locate the catheters or establish a signal as the system was oversaturating. The ampere lost connection during the oversaturation errors. The case was switched back and completed with the precision system as it was not possible to continue with the ensite x. A clinically significant delay occurred as the patient spent an increased amount of time intubated and sedated due to this issue.